Event description:
It was reported that a catheter revision was done as it was found to be migrated/dislodged. While performing the pump replacement, upon opening the pump pocket, the healthcare provider found the catheter "corkscrewed completely dislodged to pump pocket". Reporter stated that the patient had historically flipped the pump once at the time of refill. During the replacement the healthcare provider reported that "there was a small amount of sermon fluid and pump was not scarred in with mesh pouch". The patient was reported having "less effective" therapy at the end of the pump life. Reporter also stated that the patient's symptoms consisted of "pain", "back pain", and "exacerbated right shoulder pain". The patient's outcome following the catheter revision was 'no injury'. The medication in the pump was dilaudid and bupivicaine. Additional information has been requested, however was not yet available at the time of this report.

Event description:
It was also reported patient had a seroma formation at the pain pump site and experienced "mild withdrawal".

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006 (B)(6), explanted: 2012 (B)(6), product type catheter (B)(4).

Manufacturer narrative:
(B)(4).